Event description:
It was reported that the patient experienced cutout of the helical blade on an unknown date for a trochanteric fixation nail system four to five weeks post-operative. An x-ray was taken, and it was noted that the helical blade had cut through the femur head. The patient underwent revision surgery on (B)(6) 2013 to explant the 11mm helical blade 115mm and was implanted with a 11mm helical blade 100mm. The original cannulated trochanteric fixation nail was left in the patient. Patient has no issues with the nail. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.